Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-mar-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of vaginal haemorrhage ('continuous bleeding outside of menstrual periods / very significant gynaecological haemorrhages') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), ovarian cyst ("ovarian cysts"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbances"), dry skin ("skin dryness"), visual impairment ("visual disturbances"), gingivitis ("gingivitis"), sinusitis ("sinusitis"), headache ("headaches"), parosmia ("smell disturbances"), thirst ("excessive thirst"), dry mouth ("dry mouth"), gastrointestinal disorder ("intestinal disorders"), gastrointestinal pain ("intestinal pain"), pudendal canal syndrome ("pudendal nerve inflammation"), musculoskeletal pain ("muscle and joint pain"), neck pain ("neck pain"), dyspnoea ("shortness of breath") and depression ("tendency of cyclic depression") and was found to have uterine leiomyoma ("fibromas"). The patient was treated with surgery (hysterectomy in 2016 with essure was removal). At the time of the report, the vaginal haemorrhage, uterine leiomyoma, ovarian cyst, fatigue, sleep disorder, dry skin, visual impairment, gingivitis, sinusitis, headache, parosmia, thirst, dry mouth, gastrointestinal disorder, gastrointestinal pain, pudendal canal syndrome, musculoskeletal pain, neck pain, dyspnoea and depression outcome was unknown. The reporter provided no causality assessment for depression, dry mouth, dry skin, dyspnoea, fatigue, gastrointestinal disorder, gastrointestinal pain, gingivitis, headache, menometrorrhagia, musculoskeletal pain, neck pain, ovarian cyst, parosmia, pudendal canal syndrome, sinusitis, sleep disorder, thirst, uterine leiomyoma, vaginal haemorrhage and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ('continuous bleeding outside of menstrual periods / very significant gynaecological haemorrhages') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), ovarian cyst ("ovarian cysts"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbances"), dry skin ("skin dryness"), visual impairment ("visual disturbances"), gingivitis ("gingivitis"), sinusitis ("sinusitis"), headache ("headaches"), parosmia ("smell disturbances"), thirst ("excessive thirst"), dry mouth ("dry mouth"), gastrointestinal disorder ("intestinal disorders"), gastrointestinal pain ("intestinal pain"), pudendal canal syndrome ("pudendal nerve inflammation"), musculoskeletal pain ("muscle and joint pain"), neck pain ("neck pain"), dyspnoea ("shortness of breath") and depression ("tendency of cyclic depression") and was found to have uterine leiomyoma ("fibromas"). The patient was treated with surgery (hysterectomy in 2016). Essure was removed in 2016. At the time of the report, the genital haemorrhage, uterine leiomyoma, ovarian cyst, fatigue, sleep disorder, dry skin, visual impairment, gingivitis, sinusitis, headache, parosmia, thirst, dry mouth, gastrointestinal disorder, gastrointestinal pain, pudendal canal syndrome, musculoskeletal pain, neck pain, dyspnoea and depression outcome was unknown. The reporter provided no causality assessment for depression, dry mouth, dry skin, dyspnoea, fatigue, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, gingivitis, headache, menometrorrhagia, musculoskeletal pain, neck pain, ovarian cyst, parosmia, pudendal canal syndrome, sinusitis, sleep disorder, thirst, uterine leiomyoma and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.